Event description:
It was reported by the customer that they were allegedly shocked while working on the medi-therm unit. No additional information has been provided.

Manufacturer narrative:
Follow-up submitted to report that (B)(4) technical support determined the issue was likely due to a broken/damaged pc board from the unit tipping, however, the issue was not confirmed as the unit was not evaluated by a (B)(4) rep. No injury was reported and the customer decided to perform their own repair. Unit was not evaluated by a (B)(4) rep.

Event description:
It was reported by the customer that they were allegedly shocked while working on the medi-therm unit. No additional information has been provided.